Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the hrm task did not grant motor power in reasonable time alarm on the insulin pump. Troubleshooting was performed. Customer advised they were unable to rewind the insulin pump and the issues remained unresolved. The insulin pump will be returned for analysis.